Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint still under investigation.

Event description:
Complainant alleged that during diomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.